Event description:
The customer reported via phone call that he received a change sensor alert and a bad sensor alert. Blood glucose level at the time of the incident was 600 mg/dl, which was treated with a manual injection. The customer reported that the high blood glucose level was due to prescription steriods to fight infection after surgery. The customer was advised that the sensor would be replaced but would not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.